Event description:
It was reported that the patient needed a revision of the implantable neurostimulator (ins) pocket. Additional information was requested, but was not available at the time of this report. See also manufacturer's report #3004209178-2012-02362.

Event description:
Additional information was received that reported the implantable neurostimulator (ins) was explanted and replaced. According to the manufacturer¿s device registry, only the concomitant ins (reported in manufacturer's report # 3004209178-2012-02362) was explanted and involved in this complaint. Any additional information regarding the event will be reported in manufacturer's report 3004209178-2012-02362..

Manufacturer narrative:
Lead model 3887-33, lot #j0437151v, implanted: (B)(6) 2004, explanted: na. Lead model 3887-33, lot #j0225521v, implanted: (B)(6) 2002, explanted: na. Lead model 3887-33, lot #j0225566v, implanted: (B)(6) 2002, explanted: na. Extension model 7495lz51, serial #(B)(4), implanted: (B)(6)2002, explanted: na. Extension model 7495lz51, serial #(B)(4), implanted: (B)(6) 2002, explanted: na. Programmer model 7435, serial #(B)(4), concomitant system: neurostimulator model 37702, serial #(B)(4), implanted: (B)(6) 2011, explanted: na. Lead model 3778-45, serial #(B)(4), implanted: (B)(6) 2011, explanted: na. Lead model 3778-45, serial #(B)(4), implanted: (B)(6) 2011, explanted: na. Extension model 3708160, serial #(B)(4), implanted: (B)(6) 2011 explanted: na. Extension model 3708160, serial #(B)(4), implanted: (B)(6) 2011, explanted: na. Programmer model 37743, serial #(B)(4). (B)(4).